Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 187 mg/dl. The customer stated that he had entered the pool with the insulin pump on. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. No moisture damage found on the electronic or motor assembly. The device had minor scratched lcd window, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.